Event description:
The customer reported that the left monitor was not working. The issue will cause the system to be unusable due to the loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the display adaptor was replaced during the service call. The system was tested and found to be working as intended and put back into service.